Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The end user has had multiple frame issues with the chair. The provider states the chair has had multiple broken frames.

Manufacturer narrative:
Additional/updated information was added to reflect the wheelchair being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. However, the underlying cause could not be determined. Per the initial evaluation, the front left corner of the frame was bent inward. An expanded evaluation was performed. The expanded evaluation report confirmed that the front of the frame was bent/uneven in such a way that the right front caster did not contact the floor while the wheelchair was at rest or in motion. Additionally, the bottom left attachment bolt was missing from the backrest, and the upper right attachment bolt was noticeably bent causing the backrest to be loose.

Event description:
The end user has had multiple frame issues with the chair. The provider states the chair has had multiple broken frames.